Manufacturer narrative:
No patients were involved in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered cavitation (bubbles) in the wash pump. The fse rebuilt the wash pump. After the repairs were completed, access hypersensitive htsh calibration was performed and subsequent quality control (qc) resulted within the customer's established ranges, and a system check passed. In conclusion, the cause of the qc and calibration failures are due to a hardware malfunction of the wash pump rotor. Upon recurrence, this malfunction has the potential to cause the analyzer to generate erroneous patient results. Replacement of the part resolved the issue. (B)(4).

Event description:
The customer reported obtaining failing thyroid stimulating hormone (access hypersensitive htsh) quality control (qc) and calibrations involving the laboratory's access 2 immunoassay system (serial number (B)(4)). Attempts at recalibration did not resolve the issue. Additionally, the customer reported carcinoembryonic antigen (access cea) and human chorionic gonadotropin (access total bhcg (5th is)) qc high failures. The customer did not report erroneous patient results in connection with this event; there was no report of patient injury or change in patient treatment associated with this report. As part of troubleshooting, a system check was performed and recovered within specification and an eight (8) replicate tsh precision study recovered with a five (5) percent coefficient of variation (% cv). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
Upon additional investigation, the cause of the qc and calibration failures is a hardware malfunction. Components of both the wash pump and wash valve were replaced. Therefore, no one component could be identified as the sole contributor to the event.